Manufacturer narrative:
Pump passed displacement test; it failed self test. Self test returned a power supply test failed during self-test. Plus the pump occasionally gave off a this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running alarm. Moisture damage was noted on both pcba1 and pba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump got wet and turning on and off. The customer stated that the battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.